Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e1 initial reporter address line 1: (B)(4) h3, h6: a product investigation was conducted. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that had unable to be disassemble from the on the mating device lcp paed-hippl 3.5 100° w/19 l73, the devices remains stuck in the plate. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the lockscr ø3.5 self-tap l50 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a manufacturing record evaluation was performed for the finished device: part: 213.024 lot: 4282p05 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-jan-2023 manufacturing site:jabil grenchen device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on (B)(6) 2024, in the pediatric surgical operating room, it was observed after a varization osteotomy in a paraplegic child not walking, a balling hip reflecting a rupture of the 2 proximal lcp 3.5 screws used to place an lcp 3.5 plate. The screw head lock was still in place. The patient had to undergo a new operation of 2 hours to refit a new plate using screws of different references, including the one in question. During manufacturer's preliminary investigation of the returned device it was noted that a lockscr ø3.5 self-tap l24 sst was unable to be removed from the mating plate. This report involves one (1) 3.5mm locking screw self-tapping 24mm this is report 3 of 3 for (B)(4).